Event description:
It was reported that during an initial hip replacement surgery, the liner came loose. The liner was implanted flush with the rim. An impactor size 36 mm was used. When doing a trial with a trial head on the stem, the liner came loose. The surgeon opted to open a new liner and that was put into place. A thirty (30) min delay occurred to exchange liners. No additional information is available. No adverse event was reported.

Manufacturer narrative:
(B)(4). Report source foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Visual examination of the returned product identified deformation on the rim of the liner. A set of scratches is present on the sidewall. Another set of scratches was observed on the outer radius. The barb is very lightly roughed and nicked. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.